Event description:
An osvii valve with connector was reported to have malfunctioned during use. The event was described as follows; "an adult pt needed a new shunt valve, (B)(6) 2012. This pt later developed hydrocephalus symptoms (not otherwise specified) and this by dysfunctional valve was replaced (B)(6) 2012. There was no superficial fault in the valve, also the pts' (csf) cerebrospinal fluid has been all the time normal."

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for eval. An investigation has been initiated based upon the reported info.